Event description:
The reporting nurse stated they made an error in the original information provided concerning this event. There was no pt impact/injury associated with this event.

Event description:
A nurse at the user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It was reported that there was some impact/injury to the patient. However, the nature of this impact/injury is not known. Additional information has been requested.